Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The guidewire assembly was also received. No foreign material or anomalies were noted when the returned sheath and dilator were flushed with fluid. The sheath and dilator were bent and punctured proximal to the distal tip. The dilator was unable to be fully advanced through the returned sheath due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath and dilator damage is consistent with damage during use. The cause of the reported foreign material remains unknown.

Event description:
During the procedure, material came out the distal tip of the sheath after having insertion difficulties with the dilator going into the sheath. No material detached in the patient. The device was replaced and the procedure was completed with no adverse consequences to the patient.